Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/14/2015 with the following findings. On investigation, the alleged display issue was duplicated. The pump powered up to a dim verify screen with a pinkish contrast. The auditory and vibratory features were operational. No tactile issues were found with the buttons.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. No additional detail was provided. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.